Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric procedure. According to the reporter: chief of bariatric uses our endo gia routinely with seamguard. Fired first black 60 load w/seamguard worked. Second only would fire 20mm, took finger off waited reapplied finger would not move. Loaded again would not advance-, fourth try used 45 black no seamguard would not advance. Finished with ethicon echelon power had good staple formation with that product. Current patient status: discharged. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. The delay did not affect patient.